Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the system was initially installed, the pendant was moving fine, but when the representative arrived, it was stuck. There was no patient present when this issue was identified.